Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ injector luer lock n35 seemed to have a clear floater in the braun non-dehp bag after injecting the drug via the adaptor/injector. Could have been a plastic fragment. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: no pictures or samples are available. Four retained samples of injector are taking for evaluation. Visual inspection shows no defects. A device history record review found no non-conformances associated with this issue during production of this batch. Phaseal products are manufactured according to iso 13485 requirements in a class 8 clean area according to iso 14644-1. Internal procedure ha-015 (current version) describes all the rules and instructions to follow before entering the phaseal area. Make up and jewelry are not allowed, special clothes and shoes are used inside the area, hair (and beard, in case) are covered. Assembly machines are capsulated and flow cabinets are used for the visual inspection and re-process of the material. Clearance and cleaning of the assembly lines are performed according to ph-006 and ph-007 (current versions). Maintenance of the lines is performed in a weekly basis. Clearance of the packaging line is performed according to ph-010 before starting a new lot and cleaning equipment is performed according to ph-014 (current version). On the other hand, maintenance of the packaging machines is performed monthly to ensure the correct cleaning and functionality of the machines. Visual inspection of the final product is performed according to ph-307 (current version). Related to coring, phaseal cannulas are designed to reduce this tendency. Different factors impact on coring, and it can come from the membrane but also from the rubber stopper (vial/ infusion bag). Investigation conclusion: fragmentation results for retained samples are acceptable as well. No defects were found in retained samples (injector and protector). No qn's have been found in injector DHR.